Manufacturer narrative:
Suspect product: lot number 963/3. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 0.5 ml in the mid cheek with juvéderm® voluma¿ with lidocaine. Patient experienced pain right after injection. A week later, pain accompanied with edema and pus. Patient was treated with antibiotics. Symptoms on going.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Additional information reported the event resolved and there is no permanent damage.